Manufacturer narrative:
Device evaluated by MFR.: an examination of the returned device identified two breaks. The first break was located at 6mm distal to the strain relief. The second break occurred just proximal to the proximal balloon sleeve. An examination of the break sites found that the shaft was severely stretched. Further examinations along the proximal shaft identified severe stretching of the shaft. An examination of the sheath found that the distal end of the sheath was torn and damaged. A guidewire was trapped inside the stretched down lumen of the device. An examination of the balloon found that a circumferential tear was present in the balloon. The tear was located at 2cm proximal to the distal markerband. The tear covered approximately 50% of the circumference of the balloon. No other damage was noted along the device. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred and withdrawal difficulty was encountered. The target lesion was located in the distal superficial femoral artery (sfa). A 7.0 x 100, 75cm mustang balloon catheter was selected and advanced to dilate the target lesion. Following deflation, the balloon was found to be very difficult to remove. The physician noted that the balloon "snugged" onto the unspecified guidewire and was not tracking over the guidewire. Both the balloon and the guidewire were attempted to be retrieved however, the balloon became stuck inside the unspecified introducer sheath. Half the balloon was inside the introducer sheath and the other half was outside. Upon trying to remove the balloon from the introducer sheath, the balloon became detached from the balloon shaft and remained inside the sheath. The detached balloon and sheath were then successfully removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred and withdrawal difficulty was encountered. The target lesion was located in the distal superficial femoral artery (sfa). A 7.0 x 100, 75cm mustang balloon catheter was selected and advanced to dilate the target lesion. Following deflation, the balloon was found to be very difficult to remove. The physician noted that the balloon ¿snugged¿ onto the unspecified guidewire and was not tracking over the guidewire. Both the balloon and the guidewire were attempted to be retrieved however, the balloon became stuck inside the unspecified introducer sheath. Half the balloon was inside the introducer sheath and the other half was outside. Upon trying to remove the balloon from the introducer sheath, the balloon became detached from the balloon shaft and remained inside the sheath. The detached balloon and sheath were then successfully removed from the patient. No patient complications were reported and the patient's status was stable.